Manufacturer narrative:
The complaint that the pump changed rate in middle of infusion was evaluated. The device was in good general condition. The device logs were downloaded and analyzed. The pump correctly detected the changes in volume and keypresses and changed the duration (but not the rate) in accordance with volume which is the expected behavior. The customer¿s complaint could not be confirmed. The device completed a performance verification test (pvt) without issue. The complaint was not confirmed, and no probable cause could be determined.

Event description:
The incident involved a plum 360 infusion pump on an unknown date. The reporter stated that the pump changed rate in the middle of infusion with saline flush. There was patient involvement but no delay in therapy and no adverse event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1: reporter phone number: (B)(6).